Event description:
It was reported that the duodenovideoscope failed to respond appropriately to commands and exhibited intermittent, jerky operation and that there was hard angle. Additional information was later received from the customer indicating that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure performed for symptomatic biliary tract lithiasis, while carrying out the sphincterotomy, the instrument malfunction resulted in an excessive incision caused by an irregular jerking movement of the elevator mechanism. This subsequently required placement of a fully covered metal biliary stent to protect against a possible duodenal perforation and will necessitate further endoscopic procedure in approximately one month. There were no reports of further patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. It was determined that the failure was caused by the following: 1. Due to deformation, the forceps control lever does not move smoothly. 2. Due to fray of the k-wire, the fixing force of the guide wire does not meet the standard value. In addition, the following reportable malfunctions were identified during the device evaluation: there is a gap in the adhesive area between the z-block and distal end, the adhesive around the objective lens has a chip, and there were foreign objects inside the light guide lens. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint, as well as the additional failures found on investigation, could not be established. Multiple attempts were performed to obtain additional information on patient condition, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.